Event description:
Hta ablation apparatus reported fluid loss error message 2-2.5 min into procedure "10 cc loss at 3cc/min." Procedure terminated. Diagnostic hysteroscopy performed. No evidence of cavity perforation. Hta ablation again attempted and same error message generated at 2min into procedure "10cc loss at 1cc/min." And visible drop in reservoir level. Procedure terminated and apparatus removed from service. No injury to patient.